Manufacturer narrative:
UDI not available as product manufactured before september 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing noise was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2020. There were no adverse health consequences to the patient. The patient was in stable condition.

Event description:
New information received indicated that the right ventricular lead also exhibited intermittent low impedance.